Manufacturer narrative:
Date of event estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 3006705815-2022-14062. It was reported the patient experienced a lead migration. Diagnostics indicate there were no impedance issues. As a result, the surgical intervention may take place later to address the issue.

Manufacturer narrative:
B5: correction: the b5 statement in the initial report was inadvertently submitted in error as pending surgery instead of reporting surgery occurred has been corrected.

Event description:
Additional information received indicated surgery took place wherein the leads were explanted and replaced to address the issue.